Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found.

Event description:
It was reported that the patient acquired an infection and fluid build-up at the surgical incision site. The device was explanted and the patient was given antibiotics. There have been no reports of further complications regarding this event.